Event description:
It was reported that low pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility.

Event description:
It was reported that low pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Additionally, the patient experienced an infection that was unrelated to the implanted system. The patient was stable and will continue to be monitored.